Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the buttons on the keypad were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact. The up arrow, down arrow and ok buttons were unresponsive. There was no contamination found when the keypad was removed. However, the keypad flex connector was not fully closed. The bolus button cover was intact, but not responding to user input. Moisture corrosion was found under the button contact when the cover was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.